Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to access station and would not accept any of credentials. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the firmware update was performed recently, after which access issues were encountered with the stations and servers, as the system would no longer accept user credentials. A technical support specialist (tss) identified that users were unable to log in locally to the pyxis enterprise server due to missing user accounts and the absence of a configured domain, which limited access to a single existing account. The tss confirmed that no nursing staff credentials were available, the previous administrator had retired, and administrative credentials were not documented. It was explained that account creation and modification could not be performed by support services, and guidance was provided to coordinate with the designated pyxis administrator. During the session, administrative access was recovered, which allowed successful login to the pyxis enterprise server website and enabled the customer to create user accounts and manage roles independently going forward to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.